Event description:
It was reported that this inflatable penile prosthesis could not be inflated. A revision procedure was performed, and visual examination confirmed fluid loss of unknown origin. The device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Device codes: correction: inflation problem. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation. The implant date and lot numbers were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis could not be inflated. A revision procedure was performed, and visual examination confirmed fluid loss of unknown origin. The device was explanted and replaced. No patient complications were reported.